Event description:
The facility representative reported a flo-gard infusion pump with an "insert slider clamp" alarm. This condition was found during programming/setup of the device but it is not known in which care area this occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an "insert slider clamp" clamp, was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a damaged safety clamp from fluid intrusion. The safety clamp was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.